Event description:
It was reported that after administering anesthesia and beginning a prostate procedure, error messages 210 and 235 were received; the system was rebooted, however the error code could not be cleared. The procedure was completed using an alternate surgical procedure (turp). Patient outcome: "safe", there was no injury reported.

Manufacturer narrative:
System analysis/service repair: the reported error codes 210 and 235 were confirmed and determined to be the result of a faulty diode stack. The resonator was replaced and the system tested and verified to manufacturers specifications.